Manufacturer narrative:
Argus case : (B)(4).

Event description:
Every day I use it like this, I will eat a little bit of the adhesive [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 71-year-old male patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident denture cleanser and polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture cleanser and polident denture adhesive cream fresh mint, the patient experienced accidental device ingestion (serious criteria haleon medically significant) and expired product administered. The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion and expired product administered were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser and polident denture adhesive cream fresh mint. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (phone) on (B)(6) 2024. Reporter stated that "I have been using polident denture adhesive cream fresh mint 60g for 6-7 years. Every day I use it like this, I will eat a little bit of the adhesive, will it affect my body, if I use less, it will not stick well, and sometimes when I use too much, the adhesive will squeeze out when I wear it. Soak with polident denture cleanser tablet 72 tablets all night, and take it up in the morning, is this, okay? Can I use this product after the expiration date? I bought a lot of boxes at a time, but I don't use it every day, I only use it once a day. I now realize that the product has expired, and I am still using it after expiration date. I only use it once in a while, and I use this cleanser tablet because I hope it can clean my dentures, and they are really cleaner after using it. This box is also quite expensive, there are six tablets in one piece. (Lot[?]7p2v mfg[?]2020.9 exp[?]2022.8 1)".